Event description:
66 y/o male who has a 3-piece inflatable implant which was placed in new orleans in early 1992 and revised in september 1992. The pt. Currently has an aneurysmal dilitation of the left corporal body with resultant protrusion of his implant cylinder into a near subcutaneous position. Implant is also nonfunctional. Admitted for removal of implant and graft of left corporal body.